Event description:
It was reported when using the bd pyxis¿ es server, role change option was greyed out. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of this incident, it was determined that unable to change a user¿s role and option was greyed out in the knowledge portal (kp). A technical support specialist (tss) called user to confirm if the issue was related to kp. The user clarified that it was regarding the enterprise server (es) and then proceeded to request access to the application server via remote smart service (rss). After dialing into the server, the tss checked the user account, role, and permissions and also verified user roles and found had multiple roles assigned, including permissions to add, edit, view users, and assign roles. Then requested a screenshot from the user showing where the user was unable to edit the user account. The user later responded confirming that the issue had been corrected and resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported when using the bd pyxis¿ es server, role change option was greyed out. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.